Manufacturer narrative:
Summary report was inadvertently selected on first follow-up report and should have been left blank.

Event description:
The user facility reported the patient with post op day 8 of quadruple coronary artery bypass graft had impella rp placed. On the first day of rp support the rp stopped but restarted successfully. Tpa was administered. On day three the rp stopped again. The impella rp was successfully explanted on day seven of support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: d4, e4 d9 added product complaint # (B)(4). The investigation of the reported failure mode has been completed. The device was returned for investigation. Temporary pump stop/pump stop: data logs were reviewed and the temporary pump stop on (B)(6) 2025 was confirmed. On this day, the motor current (mc) suddenly drops to zero without a spike and pump stop alarm #119 triggers. The pump is able to be restarted and run without any further pump stop alarms until (B)(6) 2025. At this point, the same pattern occurs again, however, the pump was unable to be restarted. Returned product was inspected and there were no visual abnormalities: no catheter kinks and no bond issues. However, the pump failed motor cable electrical resistance testing with all 3 phases being above specification for rp flex to varying degrees. The pump was connected to a console and attempted to be started, and the same pump stop alarms reproduced. The blue pump plug was opened and there were no signs of any necking or abnormalities of the motor cable lines. A cut was made in the catheter and electrical resistant was measured from each motor cable line on the catheter side of the pcb through the patient cable to each respective pin, and all 3 phases has equal resistance. When checking resistance form the same location at the pcb to the motor housing, a variation in resistances was noted, isolating the issue to the catheter/motor housing side. The exact location was not able to be determined. Based on the data log review and inspection of returned product, the cause of the temporary pump stop and pump stop were determined to be electrical opens. The cause and specific location of the electrical open could not be determined. Device history review: the device passed all the post sterile inspection checks.